Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician inserted a sphincterotome (manufacturer unknown) into the olympus 160 endoscope through the rx locking device and biopsy cap. However, the physician had difficulty passing the sphincterotome through the working channel of the scope and encountered significant resistance. The sphincterotome was removed from the scope, and it was discovered that the foam sponge from the rx locking device and biopsy cap had become expelled from the biopsy cap and was lodged within the working channel of the endoscope. The scope was removed from the patient and sent to olympus for repair. The procedure was completed with a second olympus endoscope, a second rx locking device and biopsy cap and the original sphincterotome. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).